Event description:
It was reported to medtronic minimed that the customer experienced a change sensor/bad sensor, and sensor glucose versus blood glucose discrepancy. The customer reported no adverse event. The event involved product(s) mmt-7040c9. The customer received a change sensor alert. Troubleshooting was performed, and the customer was informed that insulin administration had been discontinued due to a glucose disparity between sensor glucose and blood glucose. The sensor glucose measurement of 50 mg/dl prompted the suspension, although the sensor's low limit was unknown. The blood glucose level linked with the triggered suspend event was 121 mg/dl, above the desired glucose differential. The client was unable to do a transmitter test, and/or the test passed. The consumer was recommended to try a different sensor. No harm requiring medical intervention was reported. Product return for mmt-7040c9 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.